Event description:
A surgeon reported a pt who experiences symptoms of starbursts following bilateral intraocular lens (iol) implant surgeries. Additional info was received from the surgeon who reported the pt also experiences glare three weeks postoperatively. The pt has had yag capsulotomy and ucva is 20/25. The surgeon also reported he has the pt using pilocarpine. There ware two medical device reports associated with this event. This report if for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. Additional info was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).